Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to patient anatomy. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from one leaflet (single leaflet device attachment (sdla)) requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed at a2p2. Post deployment the clip detached from the anterior leaflet (sdla). Per the physician, the slda was likely due to the posterior leaflet flail. A second clip was implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.